Event description:
Caller reported that the pump's quick bolus/wake button was difficult to press and often required multiple attempts to turn on the pump screen. There was no adverse impact to the customer¿s blood glucose level as a result of this issue. Technical support instructed the caller on how to press the button correctly, but the difficulty persisted. Consequently, technical support decided to replace the pump. The caller was informed about returning the problematic pump and confirmed understanding of the process. The customer planned to use an alternative insulin delivery method to ensure continuity.